Event description:
(B)(6) study. Same case as: 2134265-2012-05147, 2134265-2012-05146. It was reported that post a coronary stenting treatment procedure, the patient experienced thrombosis, myocardial infarction and proximal edge scalloping. In (B)(6) 2012, the patient experienced myocardial infarction less than 24 hours prior to the index procedure. Clinical status assessment was identified and the patient qualifying condition was unstable angina. The patient was referred for cardiac catheterization. The target lesion being treated was located in the mid right coronary artery (rca). The lesion was 90% stenosed, 4.0mm in diameter and 18mm long. The lesion was treated with the placement of a 4.0x20mm promus element plus stent. Some scalloping of the proximal edge was present with possible and luminal irregularity. This was deemed significant. It was treated with the placement of a 4.0x12mm promus element plus study stent. Post dilation was performed. Residual stenosis was 0%. The target lesion 2 was located in the mid left anterior descending (lad). The lesion was 70% stenosed, 3.0mm in diameter and 14mm long. It was treated with placement of a 3.0x20mm study stent. Post dilation was performed. Target lesion 3 was located in the mid lad. The lesion was 90% stenosed, 3.0mm in diameter and 18mm long. The lesion was treated with placement of a 3.0x16mm study stent. The patient was discharged 2 days later on aspirin and clopidogrel. Three days post procedure, the patient presented with anterior st - segment elevation and chest pain. Clinical diagnosis was reported as st - segment elevation anterior wall infarct with probable thrombotic occlusion of recently placed lad stent. Cardiac catheterization was recommended. The mid lad was treated with passing a balloon across the total occlusion, which re-established timi grade 2 flow. Thrombectomy and angioplasty were then performed on the occlusion resulting in no residual stenosis

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).